Manufacturer narrative:
Concomitant medical product: 8253001 - nim mainframe response 3.0, serial # (B)(4), lot # 66456200, manufactured date ¿ feb/26/2010, 510(k) # k083124, (B)(4). The nim patient interface (product # 8253200) was returned for analysis. Evaluation found that the device has a worn wave washer, a cracked back enclosure and a scratched medtronic symbol. Analysis also indicated that the device came in with two missing o-rings and two missing spare fuses. The device was repaired, missing items were installed, tested to manufacturer product specifications and returned to the customer. The nim mainframe response (product # 8253001) was returned for analysis. Evaluation found that the unit came in with two missing feet and the device had a muting probe failure. The audio board was defective. The device was repaired, the software was upgraded to current specifications, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that intra-operative the nim system was giving an intermittent response. The system would respond sometimes and sometimes it would not. There was no patient impact.